Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (gel leak) has been confirmed. Upon investigation the electrode belt was unable to complete an ECG fall-off test. The cause for the failure was isolated to a pinched white wire at the connector. The root cause for the damaged wire was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.